Manufacturer narrative:
(B)(6) general hospital. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e236. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reported malfunction could not be identified. The most probable cause for the scope communication error e236 error is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope experienced a b31 error code during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.